Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: multiple attempts made to follow up with the customer, however no further information was provided. Device not returned.

Event description:
It was reported that the pump battery dropped quickly and battery gauge fluctuated. The customer's blood glucose (bg) was elevated, however no specific value was provided. The customer delivered a bolus with the pump and changed supplies to address bg level. Although requested, no further information was provided.